Manufacturer narrative:
S/v 3.0d. Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify possible under delivery anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that insulin pump got the air bubble. The blood glucose at the time of the incident was 312 mg/dl. The drive support cap appears normal (slightly indented). The customer was assisted with troubleshooting. The device will be returned for analysis.